Event description:
It was reported that an ilet pump¿s touchscreen was found cracked and the device was nonfunctional, prompting replacement and instruction that the device was no longer watertight. Symptoms included no reported adverse clinical effects and blood glucose was not affected. Outcomes included replacement of the device and continuation of glucose monitoring using the cgm application or receiver. Investigation included collection of event details and logistics for device return. Investigation of this device revealed physical damage to the touchscreen leading to loss of function, consistent with a broken display component and device damage unrelated to therapy performance. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.